Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose event. Customer's blood glucose reading was 600 mg/dl at the time of incident. Customer treated with insulin pump. Customer stated that her blood sugar was very high and changed infusion set and had bolus a few times. Customer declined troubleshooting for high blood glucose issue. Advised customer to call back if needed and to monitor blood glucose readings. The insulin pump will not be returned for analysis.